Event description:
It was observed that during the device evaluation, the subject device was leaking from the light guide bundle and the nozzle had foreign objects present. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the reported failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.